Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Measuring zero all the time. There was no report of injury or delay.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation it was noted that the supplier investigation revealed: electrical damage to analog board. Ac cord missing. Fix: replace u4, u19, u30 on analog board. Replace ac cord. Device worn from normal use and servicing. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.